Manufacturer narrative:
K163018 - rpn unknown however this is the most likely 510 k number. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kanno et al 2020 (zilbs) ¿ ¿inside plastic stents versus metal stents for treating unresectable malignant perihilar biliary obstructions: a retrospective comparative study¿. Multiple mss were placed using a partial stent-in-stent (off label use) or side-by-side (off label use in japan) method at the endoscopist¿s discretion. When three or more stents were required, the psis method was applied (three or more stents were not placed using the sbs method or using a hybrid of the two methods). When it was difficult to place the stent(s) through the previously deployed stent, multiple endoscopy sessions were permitted. 5 cases of liver abscess.

Manufacturer narrative:
K163018 - rpn unknown however this is the most likely 510 k number. Device evaluation: the zilver 635 biliary self expanding metal stents (zilbs) of unknown lot numbers involved in this complaint was implanted in the patients and were not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot numbers of these complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. There is evidence to suggest the user did not follow the instructions for use (ifu0065-3). The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user the japanese packaging insert states the following: [warnings]: this device is not intended to be deployed through the wall of a previously placed or existing metal stent. The safety and efficacy of combined side-by-side with overlapping stents has not been established. The study indicates that multiple mss were placed using a partial stent-in-stent or side-by-side method at the endoscopist¿s discretion. Root cause review: a definitive root cause of off label use was identified. As per clinical input: one of the causes that could lead to liver abscess is the wire guide is pushed too far into the liver causing liver abscess. There was no stent fracture or broken being reported in this study. Given that stent-in-stent and stent-by-stent are challenging procedures, so it was likely that the liver abscess was procedure related complications. Therefore, the off label use of this device could have contributed to the 5 cases of liver abscess. The study indicates that multiple mss were placed using a partial stent-in-stent or side-by-side method at the endoscopist¿s discretion which is contrary to the instructions for use. It is not possible to state how the device will perform when used outside of its validated state. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter the patients outcomes are unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.